Event description:
It was reported that the stretcher was getting pumped up when the foot end jack fell to the ground with a patient on it. There was patient involvement but no adverse consequences.

Manufacturer narrative:
The alleged stretcher has not been found. It was alleged by a hospital employee that the stretcher was getting pumped up when the foot end jack fell to the ground with a patient on it. The investigator spoke to the clinical manager of surgery at the facility who stated they had no reports of such an incident happening. The hospital has not been able to identify the alleged stretcher.